Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after using a 24 g x 0.75 in. Bd saf-t-intima IV catheter safety system, the safety mechanism malfunctioned and a clinician obtained a contaminated needle stick injury. The clinician was evaluated in an emergency department and received post exposure lab work and counseling. The results of the lab work and additional information regarding treatment were not provided.

Manufacturer narrative:
Results: although it was previously reported that a sample was available for evaluation, a sample was not returned for investigation. A review of the device history record revealed the device was manufactured on 7/30/2015 and no irregularities during the manufacture of the reported lot # 5210520. A manufacturing review showed that no equipment, instrument, process, or surface could have caused the reported defect. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.